Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type fpa. Common device name: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® push button blood collection set had leakage splatter. No serious injury or medical intervention reported.